Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a radio frequency failed self-test alarm. The customer's blood glucose level was 7 mmol/l. The customer was informed to return the device. No further details were provided.

Manufacturer narrative:
The insulin pump alarmed during boot up and pump self test due to faulty component on the radio frequency board and moisture damage was found on all the electronic assemblies noted. The insulin pump passed displacement test. The insulin pump had cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.